Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on 04-mar-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 with lot number c68790. During essure placement in left horn, at the time of the implant release, mechanism got stuck and it was impossible to remove implant without forcing and make the horn bleed. The surgeon forced on delivery system to remove it. The event occurred in the operating room. The pharmacist considered the event serious. No further information was provided. Follow-up information received from a nurse on 10-mar-2015: patient's data, including her age, (B)(6) were provided. It was unknown if there was training of the surgeon to essure procedure. There was no cause related to the patient which could explain the event. Bilateral placement was not performed because the procedure was stopped (placement failure). In the postoperative course, the consequence for the patient was that only one insert was placed. Complete essure system (insert and handle) was kept. Device similar listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 18-aug-2015 for the following meddra preferred terms: device breakage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Ptc investigation result was received on 06-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop; depress button; perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record c68790 (production date 23-jun-2014 and expiration date 30-jun-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a detachment difficulty event during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up 12-aug-2015: one device was returned to manufacturer on 27-jul-2015 and the ptc results were updated and provided. Ptc global number: (B)(4). Final assessment: detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop; depress button; perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. As received, all IFU steps were completed. The device was returned without micro-insert. The catheter large tight pitch coil found to be stretched and broken. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initated due to a product issue. The batch documentation of the reported batch was reviewed. The provided complaint sample was investigated. The technical assessment concluded unconfirmed quality defect. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed spontaneous case report refers to an attempt to insert essure (fallopian tube occlusion insert) in a (B)(6) female patient who experienced pain and bleeding during insertion procedure. It was impossible to remove the implant without forcing and making the fallopian tube bleed. According to the product technical complaint (ptc) analysis, the sample returned was analysed and it was noticed that the catheter large tight pitch coil found to be stretched and broken. The events pain and bleeding, interpreted as procedural pain and procedural bleeding were considered serious by the reported. According to essure's reference safety information, these events are listed and the device breakage is unlisted. Uncharacterized pain and bleedings may occur with essure therapy. In this particular case, both events occurred during the procedure to insert essure, and were therefore considered related to essure. In this particular case, the device breakage was not reported it was noticed in the sample received. However, since in this case, all the problems occurred during the insertion, the breakage is assessed as related to essure procedure. This case is regarded as other reportable incident, since the breakage did not lead to a serious deterioration but could have led to it under less fortunate circumstances. The initial ptc analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. An updated analysis is expected. No follow up information is expected.